Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported entrapment of device, user concern, or poor imaging. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported entrapment of device is related to procedural conditions (leaflet caught behind gripper line). The reported user concern is related to the entrapment of device. The reported poor imaging appears to be related to procedural conditions (quality not great). The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 4. A triclip xtw was inserted and deployed on the posterior and septal leaflets. To further reduce tr, a second clip, a triclip xt was then inserted, and grasping was performed. However, difficulties visualizing the clip occurred, and during the second grasp, the clip became caught on the posterior leaflet. Troubleshooting was performed. However, the clip was unable to be freed. Therefore, the clip was deployed where it was stuck, attached to both leaflets. It was noted that the clip appeared to be stable on the leaflets but could not confirm as the posterior leaflet was under the gripper, as it was stuck behind it. It was noted that the physician was not satisfied with the gripper wire and does not like the design of the device. No additional clips were implanted, and the tr was reduced to a grade of 2-3. There was no clinically significant delay in the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.